Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 1190 mg/dl. The customer stated that she was "out of it", and didn't remember anything else. The customer was calling because she has not used the device since the event, and wanted to get back on it. However, the unit had a blank display that wasn't resolved by troubleshooting. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.